Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient reported "it's been just over a year since my diagnosis of bia-alcl. It started with pain in my left breast and an intense itch.", "months after my left breast swelled up over night and continued to get bigger and hot to touch.", " could feel lumps", "referred me to a breast clinic for possible breast cancer, from then on my life changed.", "possible capsular contracture", " as well as ongoing health issues, which constantly fill me with worry.", "this has been an extremely hard year mentally and emotionally", "being ill all the time because of the lymphoma, constant breathlessness, body pain and worrying continuously that it is still in my body." Per medical review, "the suspected diagnosis of capsular contracture appears to have been dismissed." Pathology has not been received and the markers confirming the event of alcl (cd30 positive, alk negative) have not been reported or confirmed. The reported events of "breathlessness" and "body pain" have been deemed not related to the device. Affected side is left. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6 the event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "testing fluid".

Event description:
Patient reported "it's been just over a year since my diagnosis of bia-alcl. It started with pain in my left breast and an intense itch.", "months after my left breast swelled up over night and continued to get bigger and hot to touch.", " could feel lumps", "referred me to a breast clinic for possible breast cancer, from then on my life changed.", "possible capsular contracture", " as well as ongoing health issues, which constantly fill me with worry.", "this has been an extremely hard year mentally and emotionally", "being ill all the time because of the lymphoma, constant breathlessness, body pain and worrying continuously that it is still in my body." Per medical review, "the suspected diagnosis of capsular contracture appears to have been dismissed." Pathology has not been received and the markers confirming the event of alcl (cd30 positive, alk negative) have not been reported or confirmed. The reported events of "breathlessness" and "body pain" have been deemed not related to the device. Affected side is left. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, the reported event is classified as medical and it is unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.